Event description:
Rptr had augmentation surgery in 1989. She had subsequent rupture of her breast implants and replacement several times. She had four surgeries in 1989 and she is scheduled to have an explantation on 7/18/94. She has multiple complaints related to her breast surgery: 1) she has severe pain in her breasts; burning sensation radiating up to her neck and down her chest wall on that side; she is extremely tender in her chest and is unable to have any pressure against it or lay on that side; 2) she has severe joint complaints. She complains of pain in her wrists, knees, ankles, hips, neck, and hands. These joints do not swell except her feet occasionally swell but this does not seem to be particularly joint centered; 3) she complains of dizziness and nausea, this is intermittent; 4) she complians of weight loss. She has had a 25 lb weight loss over the last several months; 5) she complains of numbness in her fingers in a medial distribution; 6) complains insomnia; 7) complains of chest pain; 8) complains of feelings of electrical shocks; 9) she has had multiple infections with exposure of implants; 10) she had severe baker IV capsules and has had multiple closed capsulotomies performed.